Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 24mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent were lifted and slightly skewed. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured and the result is within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break in strain relief 20mm proximal to distal end of the strain relief, with the manifold hub not returned). Additionally, a kink was noted in the hypotube shaft 40mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 4.0-4.5 x 22-24mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent struts werefound lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 4.0-4.5 x 22-24mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, the stent struts were found lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.